Event description:
It was reported to philips that flexvision failed to boot; hdd replaced and software reinstalled on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk spare part, reinstalled the software, and tested the system functionality, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).